Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 486 mg/dl. Customer was in the emergency room and treated with insulin. Customer stated that they had high blood glucose because of flu. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.